Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for post lumbar laminectomy syndrome and spinal pain. It was reported that they were unable to charge. When attempting a recharge there was reposition antenna screen. Repositioning the antenna did not resolve the issue. They could not communicate with another device. There was a poor communication screen on the patient programmer (pp). Insr could not communicate. The last time the patient felt stimulation was 1 week ago. The last successful charge session was 3 weeks ago. Further follow-up is being conducted to determine what steps were taken to resolve the issue. If additional information is received, a follow-up report will be sent.